Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The reportable malfunction: communication failure, was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause would likely be faulty cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device. Note: d9 was marked inadvertently, changes were not needed.

Event description:
A user facility returned the olympus asset, camera head to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was error b30 due to a faulty cable. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and found the lens coupler had a grinding noise. The leak test passed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.